Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for 1 patient sample tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. The initial chloride result was 69.3 mmol/l with a repeat result of 94.0 mmol/l. The initial sodium result was 175 mmol/l with a repeat result of 137 mmol/l. The initial potassium result was 5.33 mmol/l with a repeat result of 4.17 mmol/l. The initial results were released outside of the laboratory to the physician. The patient did not receive any treatment based on the erroneous results. There was no allegation of an adverse event. The lot information and expiration dates for the chloride, sodium, and potassium electrodes were requested but not provided. Further investigation of the issue found the erroneous chloride results recovered in the opposite direction from the sodium and potassium results. Upon repeat testing, all of the results recovered in the opposite direction from the initial test. Typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode. No further results were complained about.